Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown philos plates/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: seok & park (2023), dual plate fixation for proximal humerus fractures with unstable medial column in patients with osteoporosis: a case-control study, journal of orthopaedic trauma vol. 37 (no.10), e387-e393 (korea, south). The objective of the study was to compare radiological and clinical outcomes between lateral locking plate (llp) and dual plate fixation (llp and additional medial buttress plate -mbp) for proximal humerus fractures with medial column comminution and varus deformity in patients with osteoporosis. Between (B)(6) 2014 and (B)(6) 2021, a total of 52 patients (10 male and 42 female) with a mean age of 70.5 years, these patients were divided into two groups; the dual plate or llp-mbp (lateral locking plate - medial buttress plate) group, and the lateral locking plate (llp) group. The dual plate or llp-mbp group consisting 26 patients treated with lateral plating; philos plate (synthes) and a three-hole t-plate (zimmer® or synthes®, USA). The llp group with 26 patients treated with lateral plating; philos plate (synthes) alone. Patients were checked immediately after surgery; and at 2 weeks, 4 weeks, 3 months, 6 months, and 1 year after surgery (average of 23.8 months follow up). The following complications were reported as follows: llp-mbp group (n=1) reduction loss with varus collapse (n=1) resorption of the great tuberosity of the humerus (responded to conservative treatment) llp group (n=3) reduction loss with varus collapse (n=1) musculocutaneous nerve injury (recovered without any special treatment) this report is for an unknown synthes locking plate philos. It captures the following events: llp-mbp group (n=1) reduction loss with varus collapse (n=1) resorption of the great tuberosity of the humerus (responded to conservative treatment) llp group (n=3) reduction loss with varus collapse (n=1) musculocutaneous nerve injury (recovered without any special treatment) a copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4).